Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the s-connector a/w (air/water) inlet is leaking. In addition, service repair noted c-body forceps cover glue peeling. Probe unit pink rubber cut. Furthermore, the a-rubber glue was found chipped. Switch camera was not working. The a/w inlet is loose, leaking and fluid invasion found. Nameplate missing on control body. Low angulation, play on control knob noted. Evaluation findings found the s-connector a/w (air/water) inlet was observed to be leaking and loose. This could confirm the customer reported issue of 'irrigation port broken". In addition, cut on probe unit and peeling on forceps cover glue was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of irrigation port broken. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found (c-body) forceps cover glue peeling. Probe unit pink rubber cut.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the tip adhesive had peeled. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the issue occurred because the device was subjected to stress or mishandled. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.